Event description:
The manufacturer received information from a third party service center alleging a ventilator's airflow was low. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The technician found the foam of the inlet air path assembly was blocking the inlet of the blower motor. The foam was prohibiting the proper air flow to the inlet of the blower motor, causing the reported issue. The device's inlet air path foam was reattached to address the issue.